Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing numbness in the left leg. The physician suspected that the patients numbness was due to stimulation. It was also noted that the patients ipg was not connecting with the remote control. The patient underwent an explant procedure. No further info could be obtained despite good faith efforts.